Event description:
It was reported that loss of sensing, high pacing impedance, and high defibrillation impedance was observed on the ventricular channel after connecting the lead to the device. The lead was tested on a pacing system analyzer and all of the electrical measurements were normal. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense, high pacing impedance and high defibrillation impedance was not confirmed. The device was received with normal lead impedance, normal output, and normal telemetry communication. A visual inspection of the device¿s header and connectors revealed no anomaly that could contribute to the reported event. Electrical and mechanical tests performed including leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues.